Manufacturer narrative:
Continuation of medical products: 700fc23 heart band, implanted: (B)(6) 2016; 700fc33 heart band, implanted: (B)(6) 2016; 6935 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient initially received appropriate therapy from their device, due to a run of ventricular fibrillation (vf) episodes. However, after the first shock broke the patient's arrhythmia, the patient received a second unnecessary shock due to device programming of a safety feature. The device was reprogrammed and remains in use. It was also noted that there was superior vena cava (svc) reading of high/undefined impedance. The svc portion of the patient's right ventricular (rv) lead was previously programmed off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported by the patient that a shock from the implantable cardioverter defibrillator (ICD) "knocked [them] to the ground" and they experienced a subdural hematoma that required hospitalization. Approximately five years after the event, the ICD was electively explanted and replaced.